Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. The following fields were updated per additional information received: b5 and b6. Investigation the investigation was reopened due to additional information provided. The following allegations have been investigated: migration, tilt, perforation, and pain. The reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation. Filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: filter migration, trauma to adjacent structures. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported pain is directly related to the filter and unable to identify a corresponding failure mode at this point in time. 20 devices in lot. No relevant notes on wo (work order) for device lot #. No other complaints on lot. Product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Per a review of radiology dated (B)(6) 2019, "the filter is tilted anteriorly with the apex of the filter contacting the anterior caval wall at the level of renal veins. All 4 primary filter struts perforate the ivc wall, with the medial strut impinging directly on the adjacent aorta, the anterior strut in very close proximity to overlying bowel, the lateral strut in close proximity to the r gonadal vein and the posterior strut impinging on the underlying l3 vertebral body. No strut fractures or missing components. No caval thrombosis or pericaval hemorrhage."

Event description:
Patient allegedly received an implant on (B)(6) 2007 via the jugular vein due to diagnosis with dvt (deep vein thrombosis)/ pe (pulmonary embolism). Patient is alleging migration, tilt, vena cava perforation, severe calcified atherosclerosis of the abdominal aorta, severe calcified atherosclerosis of bilateral iliac veins, right lower quadrant pain, and lower extremity swelling/pain. Per the report from CT dated on (B)(6) 2019, "severe calcified atherosclerosis of the abdominal aorta and bilateral iliac arteries." "Infrarenal ivc filter is noted with the superior aspect located at the level of the bilateral renal veins. The filter prongs extend slightly beyond the lumen of the ivc with one of the left lateral prongs located immediately adjacent to the wall of the aorta. Otherwise there is no apparent malpositioning or complication."

Manufacturer narrative:
The following fields were updated per additional information received: age or date of birth, weight, adverse event or product problem, event, relevant tests/laboratory data, other relevant history, brand name, lot#, device manufacture date. Device code(s): appropriate term/code not available (3191) was selected for the alleged device perforation and device tilt. The following fields were corrected: initial reporter name and address and initial reporter occupation (non-healthcare professional-attorney). This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Occupation: non-healthcare professional. It has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Catalog and lot # are unknown, but the filter tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
It is alleged that the patient received a gunther tulip inferior vena cava (ivc) filter device sometime in (B)(6) 2007. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.